Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient is charging too often. It is unknown how often they are charging and unknown if this is different than before. The representative was asked by a physician if the patient should be recharging more often near end of life than beginning of life. Could not troubleshoot due to lack of access to product. No symptoms reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The patient was recharging 10-15 minutes daily but that changed to charging 40-50 minutes daily. Troubleshooting resolved the reported issue. The caller provided the following information from the 8840: 12/14 0.7hours 100% 12/15 0.5 hours 100% 12/16 0.5 hours 100% 12/17 0.4 hours 100% 12/17 0.0 hours 75% 12/18 0.4 hours 100% l stn 4.2v 60us 160hz therapy imp: 1558ohms 2.694ma r stn 4.4v 60us 160hz therapy imp: 846ohms 5.120